Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of loosening of the glenoid, some osteolysis and wear were noted.